Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
According to the parents, the child's hearing performance with the device was deteriorating. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the parents, the child's hearing performance with the device was deteriorating. Further proceedings are unknown.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Further the implant housing was found slightly dislocated from its intended position. The concerned device was explanted but has not been received for investigation yet.

Event description:
According to the parents, the child's hearing performance with the device was deteriorating. The recipient has been re-implanted.

Event description:
According to the parents, the child's hearing performance with the device was deteriorating. The recipient has been re-implanted. During surgery, the device could slightly rotate or move prior to explanting. The electrode lead was found to be kinked on one or more locations and a displacement of device was reported.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Furthermore, the implant housing was found slightly dislocated from its intended position. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.